Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) needed to end therapy in last fill. Per the home patient (hp) the transfer set was leaking and she close the twist clamp, but had to put a clamp to stop the leak. The baxter technical service representative (tsr) assisted the hp to end therapy and the hp would call rn. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the leaking transfer set. The hp reported that the issue was resolved, by going to the clinic and having the transfer set replaced. The hp stated that the leak occured at the end of therapy during the last fill. The hp said the leak was from normal wear and tear. She had the transferset for 1 year and 10 months. The leak was above the clamp at the tubing. The hp there were no loose connections, disconnections or defects on her other supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp was given an antibiotic as a preventative. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Manufacturer narrative:
(B)(4). The product and lot number is unknown.the sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.